Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory, in two segments, with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. The helix functionality was unable to be tested due to the dried blood. Subsequent testing, to include an x-ray of the lead tip, did not identify any product abnormalities which could have caused or contributed to the reported clinical observation of dislodgement or helix difficulty. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that approximately two months post implant, the physician observed that this lead had dislocated from the original implant site. During surgical intervention to reposition the lead tip, the physician reported difficulty with helix extension performance and elected to remove the product. Another lead of same model type was implanted without complication and the explanted lead was later returned for analysis.